Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 79-80 mg/dl.